Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: the distal cover overlapped the hook on the tip of the endoscope, and it is likely that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 2. The correct aware date should have been november 29, 2023.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography for stent placement, the single use distal cover of the evis exera iii duodenovideoscope fell off into the patients mouth upon removal of the scope. This did not cause a significant delay. The staff attempted to retrieve the cover by hand, but it ultimately required removal via forceps in the mouth. No additional medical intervention was required. The cover had been secured prior to use; it was also inspected prior to the procedure to ensure the cover had been fully seated. No anti-fog agents were used. The procedure was not completed, but this was due to patient anatomy/disease and unrelated to the cover detachment. No other adverse events occurred. This event requires two reports: patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover (this report).

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023- 00246. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.